Event description:
Customer reported erroneous test results for (B)(6) were obtained for one patient when using the unicel dxi 800 access immunoassay system. A (B)(6) was obtained. Previous samples from this patient were (B)(6). The (B)(6) confirmatory testing was (B)(6). Sample was sent to beckman coulter, inc (bci) for testing. (B)(6) result for (B)(6) was obtained. The erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.

Manufacturer narrative:
Two levels of (B)(6) quality control were within specifications during the time of the event. A system check performed on (B)(6) 2009, failed due to the washed and unwashed percent cv out of specifications high. It is unknown if a passing system check was obtained on (B)(6) 2009, prior to this event. The "wash probe" (aspirate probe) was replaced on the instrument which addressed the system check issues. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.